Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular output connector. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of damaged connector, the output connector assembly was broken. It was additionally noted that the battery drawer was sticking. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.